Event description:
It was reported that customer experienced unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from support, no additional information was obtained, and customer was out of warranty and in process of obtaining new device.